Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. During aspiration there was air ingress. The sheath also leaked fluid or blood at the valve. After several attempts, the sheath was replaced and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).